Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. The root cause of the delivery issue was most likely due to use issue as the second 5.5 was able to pass through without issue. The failure modes will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 37-year-old male with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. The team advanced the pump and a kink in the pump was observed. The pump was explanted and replaced by a new 5.5 pump with no further issues.